Event description:
It was reported that the patient had a large seizure in may. Additional information was received that the patient experienced a grand mal seizure on (B)(6) 2015. During this seizure, patient fell forward and broke her nose. High impedance was observed on (B)(6) 2015 in both system and normal mode diagnostics with dc dc -7. Patient is unable to feel normal stimulation but it is unknown if this is due to patient accommodation to settings or high impedance. Patient's vns was not checked in a long time. Patient was referred for full revision but no surgical interventions have occurred to date.

Event description:
Patient underwent full revision on (B)(6) 2015 and the explanted generator and lead were received on (B)(6) 2015. During the product analysis there were no anomalies found with the pulse generator. Analysis is underway but not yet completed for the lead.

Event description:
An analysis was performed on the returned lead portion. A portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on these findings, there is no evidence to suggest discontinuities in the returned portion of the device.